Event description:
The customer reported to customer service that her transformer stopped working. When the product was received at medela it was determined to be breached by quality engineer, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. When the product was received at medela it was determined to be breached, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply housing showed no damage. A visual examination of the power supply cord revealed exposed wires. The power supply was not plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured 0798 ohm, which indicates that there is not a short in the dc cord. No sparking was observed during testing. The resistance across the ac blades measured open, which is not normal and indicates that the thermal fuse did blow.